Manufacturer narrative:
D6b updated. The investigation is still ongoing.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cpsa c9 device was inserted into the right femoral artery in a 59-year-old male patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in scai stage e shock, prior to initiation of support. The impella was inserted for ventricular support for a protected percutaneous coronary intervention (pci). While the patient was in the intensive care unit (ICU), there was hemolysis after a night with hypertension, along with a few suction events. It was noted that there is no optimal positioning of the impella due to malanatomy in the aortic root. Plasma free hemoglobin is 190. The patient was anuric and dialysis was started with continuous veno-venous hemofiltration (cvvh). The post-procedure outcome is unknown. The impella functioned at p-9 at 3.2l/min as intended. Hemolysis and renal failure are known adverse events associated with impella's mechanical support. Renal complications can stem from hemolysis, which can occur if the catheter is incorrectly positioned or causes obstruction, leading to hemoglobin in the urine.

Manufacturer narrative:
Added b2 death. Added d3 manufacturer fax was omitted during initial report. Corrected d4 serial number. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the injury was not determined due to insufficient clinical details. The cause of the mechanical interaction with blood could not be determined as limited clinical details were provided on the patient's condition and pump position in relation to malanatomy of aortic root, data logs showed large fluctuations in motor current and pump flow but not consistent with specific cause and unable to confirm without product returned for evaluation. The cause of the device in wrong position could not be determined as limited clinical details were provided as to how or if the pump was ever fully out of position or if the clinical team was not confident in pump position due to patient's anatomy.